Event description:
It was reported that the right atrial lead exhibited noise variations in impedance due to lead to can abrasion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.